Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 10apr2024, it was stated that the customer did not provide the serial number of the device. The customer restarted the device, but did not repair the device using philips service as the customer declined service and repair. It was unknown if the customer returned the device to full functionality or clinical use. The device diagnostic report (drpt) was also unavailable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v200 ventilator indicating that the device could not boot up. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was found that the device was producing an error code during boot up. This investigation is ongoing.

Manufacturer narrative:
(B)(6).